Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements greater than 200 ohms on the right ventricular (rv) channel. Subsequently, this patient underwent a device replacement procedure and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.